Event description:
It was reported that the broken matrix rib plate had broken postoperatively at a costal margin. The surgeon states he plated the patient (demographics unknown) in (B)(6) 2014. He reports the patient fractured the plate that was molded to follow the curvature of the broken costal margin. The patient underwent revision/explant surgery on (B)(6) 2015. The surgeon used an 8-9 l plate (15 hole length) with 5 anterior 14 mm screws, a 3-hole gap and 7 posterior 7 mm screws that were shaped to contour his costal margin. The patient broke the plate in the curve in the middle of the 3-hole gap, all screw were intact. No complaint was alleged by the reporter against the screws. Upon evaluation of the returned plate and screws, it was discovered that one of the screws was stuck in the second hole of the plate. This issue was then re-evaluated and determined to be reportable. This report addresses the seized screw. This report is for one, unknown 2.9mm matrix rib locking screw, self tapping. This is report 2 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Twelve 2.9mm ti matrixrib lckng screw self-tapping were returned for evaluation. These screws were identified as: quantity six each, part number 04.501.022.01, 2.9mm ti matrixrib lckng screw self-tapping/12mm and quantity six each, 04.501.024.01, 2.9mm ti matrixrib lckng screw self-tapping/14mm. It is unknown which of these screws was discovered to be stuck in the returned plate upon evaluation. Lot numbers were not available for the returned screws. Original implant procedure occurred on an unknown date in (B)(6) 2014. Without a lot number the device history records review could not be completed. The product development investigation observed that one screw was stuck in the second hole of the associated plate. The cause of this issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.